Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The reported issue of the unit shutting down during patient use could not be reproduced during evaluation. Review of the device logs showed battery calibration required messages, battery communication failures, and multiple shutdowns related to battery removal and low voltage. These findings indicate the battery was depleted likely causing the shutdown. Full functional testing and internal inspection found no abnormalities. The battery lugs and battery pin assembly were replaced as a precaution. The device was recertified and returned to the customer. The x series operator's guide emphasizes carrying fully charged spare batteries and routinely rotating them, as batteries can lose charge over time even when not in use. Analysis of reports of this type has not identified an increase in trend.